Manufacturer narrative:
Approximate age of device ¿ 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a red heart alarm occurred when replacing batteries. The medical engineers at the hospital observed a low speed operation and pump stoppage in the system controller log file. There was also suspicion of an issue with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of low speed operation and pump off alarms, a specific cause for these alarms could not be conclusively determined through this evaluation. The evaluation of the heartmate ii lvad did not reveal any device-related issues. The pump was returned assembled with the percutaneous lead severed approximately 7.5 inches from the pump housing. The remainder of the lead was returned in a segment measuring approximately 31 inches. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The metal braided shield revealed minor breakdown consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the pump stops and low speed events observed in the system controller log file. Functional testing of the device under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.